Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's usb port was loose resulting in difficulties charging the pump. The customer's blood glucose level was 87mg/dl. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.